Manufacturer narrative:
Investigation found damage to the bottom housing (over the air vent), the reservoir, reservoir plunger, tube nut, and lead screw. It could not be conclusively confirmed as to when this damage had occurred. Signs of corrosion were present on the ratchet gear, tube nut, and lead screw. Inspection of the data showed the device had terminated in a hazard alarm, indicating a pulse width timeout had occurred, therefore, was not operating as intended. It is unclear whether the damage contributed to the triggering of the alarm, or the reported low bg levels reported. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fluctuated between 130mg/dl and less than 40mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient had applied and activated this pod at 6:00pm on (B)(6) 2018 and delivered a bolus of insulin 1 hour later. Despite drinking a total of 60 ounces of juice throughout the night, the patient's bg fluctuated, as stated above. At 9:00 am, the following morning, the device alarmed with an empty reservoir. Patient advised that 200 units of insulin had been administered through that 15 hours in which the pod was worn. At the time of this report, patient's bg was 275mg/dl. As treatment, a 10.4 unit bolus of insulin was delivered and, 1 hour later, patient's bg improved to 148mg/dl. Patient reported the device's cannula as normal in appearance and no visible abnormalities were reported for the rest of the pod. The device has since been returned and an investigation has identified damage to several components of the device.